Event description:
It was originally reported that during a patient event, the emt's placed the hard paddles on the patient and attempted to charge the energy via the "charge" button on the paddles, but were unable to. After trying this a second time unsuccessfully, the emt's disconnected the hard paddles and connected the quik-combo defibrillation electrodes to the patient and was able to successfully charge and deliver energy to the patient. The device still had the ability to charge the defibrillation energy via the "charge" button on the device itself. Two 200 joule shocks were successfully delivered to the patient during the event, and the patient was transferred to the local hospital for further care. The patient did not suffer any adverse effect as a result of the reported failure. Physio-control further evaluated the hard paddles assembly and observed an intermittent failure of the "charge" button not working, but also noted that during this intermittent failure, the paddles actually did not have the ability to deliver the defibrillation energy as well.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the hard paddles assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed hard paddles assembly and determined that the cause of the reported intermittent failure was due to a broken and frayed wire within the hard paddles assembly.